Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs and missing. No damage was found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip of the device fell off when the surgeon attempted to fire the device. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs and missing. No damage was found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.